Event description:
Became very ill [illness] it impeded his walking/for stability he used a cane [walking difficulty] was in the hospital for a week [hospitalization nos] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]). Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for right knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79 years old male patient who became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability he used a cane after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee). The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. He starting using a roll aider since (B)(6) 2022. Other relevant medical history include hypertension, dyslipidemia, and osteoarthritis. The patient used a cream daily by the name of multiprofen cc since (B)(6) 2020. On (B)(6) 2022 (wednesday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in straight left knee at dose of 2 ml thrice (3x) having the strength 16mg/2ml (with an unknown expiry date, route) for osteoarthritis, grade iii (batch number: crsp002, expiry date: dec-2024). Reportedly, the patient had synvisc injections in both knees for osteoarthritis. The patient mentioned that for stability he used a cane (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (2022) for example he became very ill (illness, caused disability) (unknown latency) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer ((B)(6) 2022) however was not able to go being he was in the hospital for a week (hospitalisation, seriousness criteria: hospitalization). Recently, in 2022, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity) (few months latency). It impeded his walking (gait disturbance, caused disability) (few months latency) being he had spontaneous blisters on the tops of both his feet (toes) (blister) (few months latency). Yesterday, (B)(6) 2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Hcp (healthcare professional) considered that synvisc (-one) did not contributed to any of the above-mentioned events and considered that above-mentioned events were related to preexisting patient's condition. Action taken: not applicable for all the events. Corrective treatment: used a cane for gait disturbance and no treatment for rest of the events. At time of reporting, the outcome was recovered on an unknown date for all the events reporter causality: not related for all the events. Company causality: not reportable for all the events. A product technical complaint (ptc) was initiated on 04-jan-2023 for synvisc (batch number: crsp002, expiry date: dec-2024) with global ptc number: 100290128. The sample status of the ptc was not received and the ptc stated: complaint: adverse event. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 05-jan-2023). The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 13-jan-2023 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2023 from the quality department. Ptc details and strength was added. Additional information was received on 17-jan-2023 from the quality department. Batch number was added. Clinical course was updated. Additional information was received on 12-jan-2023 from physician. Case was medically confirmed. History was updated. Outcome, corrective treatment and reporter causality was updated. Expiry date was added. Text amended accordingly.

Event description:
For stability he uses a cane and a roll aider [walking aid user] became very ill [illness] was in the hospital for a week [hospitalization nos] it impeded his walking [walking difficulty] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]) case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for right knee injection) initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada study title: patient support program involving synvisc. This case involves (B)(6) years old male patient who reported for stability he used a cane and a roll aider, became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee) the patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in left knee at dose of 2 ml thrice (3x) having the strength 16mg/2ml (with an unknown batch number, expiry date, route) for osteoarthritis. Information on batch number was requested. Reportedly, the patient had synvisc injections in both knees for osteoarthritis. The patient mentioned that for stability he used a cane and a roll aider (walking aid user, caused disability, intervention required, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (2022) for example he became very ill (illness, caused disability) (unknown latency) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022) however was not able to go being he was in the hospital for a week (hospitalisation, seriousness criteria: hospitalization). Recently, in 2022, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity) (few months latency). It impeded his walking (gait disturbance) (few months latency) being he had spontaneous blisters on the tops of both his feet (toes) (blister) (few months latency). Yesterday, (B)(6) 2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events corrective treatment: not reported for all the events at time of reporting, the outcome was unknown for all the events reporter causality: not reported for all the events company causality: not reportable for all the events a product technical complaint (ptc) was initiated on 04-jan-2023 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: complaint: adverse event. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. (Tj 05-jan-2023). The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 13-jan-2023 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2023 from the quality department. Ptc details and strength was added.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves 79 years old male patient who for stability he uses a cane and a roll aider, became very ill, was in the hospital for a week, after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in right knee) for osteoarthritis. Based on the limited available information, causal relationship between the events and suspect product could not be established. Underlying osteoarthritis is major factor for usage of cane and a roll aider. Patients advancing age is an additional factor for the occurrence of reported events. For events- became very ill, and was in the hospital for a week, further information on details of illness and cause of hospitalization is required. Also, information regarding patient¿s medical history, past medications, concurrent clinical conditions, and other risk factors would aid in better case assessment.

Event description:
For stability he uses a cane and a roll aider [walking aid user]. Became very ill [illness] . Was in the hospital for a week [hospitalization nos]. It impeded his walking [walking difficulty] . Had a minor allergic reaction [allergic reaction] ([blister]). Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for right knee injection) initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79 years old male patient who reported for stability he used a cane and a roll aider, became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee) the patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in left knee at dose of 2 ml thrice (3x) (with an unknown batch number, expiry date, route, strength) for osteoarthritis. Information on batch number was requested. Reportedly, the had synvisc injections in both knees for osteoarthritis. The patient mentioned that for stability he used a cane and a roll aider (walking aid user, caused disability, intervention required, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (2022) for example he became very ill (illness, caused disability) (unknown latency) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer (july 2022) however was not able to go being he was in the hospital for a week (hospitalisation, seriousness criteria: hospitalization). Recently, in 2022, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity) (few days latency). It impeded his walking (gait disturbance) (few days latency) being he had spontaneous blisters on the tops of both his feet (toes) (blister) (few days latency). Yesterday, (B)(6) 2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. Corrective treatment: not reported for all the events. At time of reporting, the outcome was unknown for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment for follow up dated 13-mar-2023: follow up information received does not change prior case assessment. This case involves 79 years old male patient who became very ill, was in the hospital for a week and impeded his walking/for stability he used a cane, after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee) for osteoarthritis. Based on the limited available information, causal relationship between the events and suspect product could not be established. Underlying osteoarthritis is major factor for usage of cane. Patients advancing age is an additional factor for the occurrence of reported events. For events- became very ill, and was in the hospital for a week, further information on details of illness and cause of hospitalization is required. Also, information regarding patient¿s medical history, past medications, concurrent clinical conditions, and other risk factors would aid in better case assessment.

Event description:
Became very ill [illness] it impeded his walking/for stability he used a cane [walking difficulty] was in the hospital for a week [hospitalization nos] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]) case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for right knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79 years old male patient who became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability he used a cane after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee). The patient's past medical treatment(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. He starting using a roll aider since feb-2022. Other relevant medical history include hypertension, dyslipidemia, and osteoarthritis. The patient used a cream daily by the name of multiprofen cc since oct-2020. On (B)(6) 2022 (wednesday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in straight left knee at dose of 2 ml thrice (3x) having the strength 16mg/2ml (with an unknown expiry date, route) for osteoarthritis, grade iii (batch number: crsp002, expiry date: 31-dec-2024). Reportedly, the patient had synvisc injections in both knees for osteoarthritis. The patient mentioned that for stability he used a cane (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (2022) for example he became very ill (illness, caused disability) (unknown latency) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer ((B)(6) 2022) however was not able to go being he was in the hospital for a week (hospitalisation, seriousness criteria: hospitalization). Recently, in 2022, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity) (few months latency). It impeded his walking (gait disturbance, caused disability) (few months latency) being he had spontaneous blisters on the tops of both his feet (toes) (blister) (few months latency). Yesterday, 03-jan-2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Hcp (healthcare professional) considered that synvisc (-one) did not contributed to any of the above-mentioned events and considered that above-mentioned events were related to preexisting patient's condition. Action taken: not applicable for all the events corrective treatment: used a cane for gait disturbance and no treatment for rest of the events at time of reporting, the outcome was recovered on an unknown date for all the events reporter causality: not related for all the events company causality: not reportable for all the events a product technical complaint (ptc) was initiated on 04-jan-2023 for synvisc (lot/batch number: crsp002; 31.12.2024) with global ptc number: 100290128. Sample status of ptc was not available and ptc stated batch # crsp002, synvisc was manufactured on 07jan2022 with expiration date of 31dec2024 packaging 2,500 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no inprocess issues noted during the process. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rdg-sop-000055.furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: this is the 11th complaint for crsp002. There are a total of 13 complaints for mother lot crsp002 and sub-batches. 100241024 adverse event 100241038 adverse event 100241039 adverse event 100263576 secondary packaging missing unit 100279307 adverse event 100279308 adverse event 100279309 adverse event 100279313 adverse event 100279315 adverse event 100279378 adverse event *100290128 adverse event *100290129 adverse event 100306100 adverse event *complaints updated from unknown batch numbers to crsp002. Based on investigation, no CAPA (corrective and preventive action) required. Based on the complaint from intake team, there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA is required. The final investigation was completed on 13-mar-2023 with summarized conclusion as no assessment possible additional information was received on 13-jan-2023 from the quality department. Ptc details and strength was added. Additional information was received on 17-jan-2023 from the quality department. Batch number was added. Clinical course was updated. Additional information was received on 12-jan-2023 from physician. Case was medically confirmed. History was updated. Outcome, corrective treatment and reporter causality was updated. Expiry date was added. Text amended accordingly. Additional information was received on 06-mar-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly. Additional information was received on 13-mar-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.

Event description:
Became very ill [illness]. It impeded his walking/for stability he used a cane and a roll aider [walking difficulty] was in the hospital for a week [hospitalization nos] . Had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]). Case narrative: this case is linked to (B)(4) (multiple devices suspect for same patient, for right knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79 years old male patient who became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability he used a cane and a roll aider after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee). The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. The patient used a cream daily by the name of multiprofen cc. On (B)(6) 2022 (wednesday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in left knee at dose of 2 ml thrice (3x) having the strength 16mg/2ml (with an unknown expiry date, route) for osteoarthritis (batch number: crsp002). Reportedly, the patient had synvisc injections in both knees for osteoarthritis. The patient mentioned that for stability he used a cane and a roll aider (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (2022) for example he became very ill (illness, caused disability) (unknown latency) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer ((B)(6) 2022) however was not able to go being he was in the hospital for a week (hospitalisation, seriousness criteria: hospitalization). Recently, in 2022, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity) (few months latency). It impeded his walking (gait disturbance, caused disability) (few months latency) being he had spontaneous blisters on the tops of both his feet (toes) (blister) (few months latency). Yesterday, (B)(6) 2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Action taken: not applicable for all the events. Corrective treatment: used a cane and a roll aider for gait disturbance, not reported for rest of the events. At time of reporting, the outcome was unknown for all the events. Reporter causality: not reported for all the events. Company causality: not reportable for all the events. A product technical complaint (ptc) was initiated on 04-jan-2023 for synvisc (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: complaint: adverse event. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii. ((B)(6) 2023). The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 13-jan-2023 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2023 from the quality department. Ptc details and strength was added. Additional information was received on 17-jan-2023 from the quality department. Batch number was added. Clinical course was updated.

Event description:
Became very ill [illness] it impeded his walking/for stability he used a cane [walking difficulty] was in the hospital for a week [hospitalization nos] had a minor allergic reaction to something but has no idea as to what [allergic reaction] ([blister]). Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient, for right knee injection). Initial information was received on 04-jan-2023 regarding a solicited valid serious case from a patient, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc. This case involves 79 years old male patient who became very ill, was in the hospital for a week, had a minor allergic reaction to something but has no idea as to what and impeded his walking/for stability he used a cane after he was treated with medical device hylan g-f 20, sodium hyaluronate [synvisc] (in left knee). The patient's past medical treatment(s), vaccination(s) and family history were not provided. It was unknown if the patient had any medical history, concomitant disease, or risk factor. He starting using a roll aider since (B)(6) 2022. Other relevant medical history include hypertension, dyslipidemia, and osteoarthritis. The patient used a cream daily by the name of multiprofen cc since (B)(6) 2020. On (B)(6) 2022 (wednesday), the patient received synvisc (hylan g-f 20, sodium hyaluronate) injection in straight left knee at dose of 2 ml thrice (3x) having the strength 16mg/2ml (with an unknown expiry date, route) for osteoarthritis, grade iii (batch number: crsp002, expiry date: 31-dec-2024). Reportedly, the patient had synvisc injections in both knees for osteoarthritis. The patient mentioned that for stability he used a cane (gait disturbance, caused disability, onset and latency: unknown). He mentioned that he and his wife went to the gym as often as they could as well as physio for his knees fairly regularly. However, every once in a while, this past summer (2022) for example he became very ill (illness, caused disability) (unknown latency) and was not able to exercise for about six or seven months being he spent most of his time in bed. Patient also said he was booked for a knee consultation this past summer ((B)(6) 2022) however was not able to go being he was in the hospital for a week (hospitalisation, seriousness criteria: hospitalization). Recently, in 2022, he had a minor allergic reaction to something but has no idea as to what (hypersensitivity) (few months latency). It impeded his walking (gait disturbance, caused disability) (few months latency) being he had spontaneous blisters on the tops of both his feet (toes) (blister) (few months latency). Yesterday, (B)(6) 2023, was the first time he went to the gym this year. It was unknown if the patient experienced any additional symptoms/events. It was unknown if there were lab data/results available. Hcp (healthcare professional) considered that synvisc (-one) did not contributed to any of the above-mentioned events and considered that above-mentioned events were related to preexisting patient's condition. Action taken: not applicable for all the events. Corrective treatment: used a cane for gait disturbance and no treatment for rest of the events. At time of reporting, the outcome was recovered on an unknown date for all the events. Reporter causality: not related for all the events. Company causality: not reportable for all the events. A product technical complaint (ptc) was initiated on 04-jan-2023 for synvisc (hylan g-f 20, sodium hyaluronate) (batch number: crsp002, expiry date: 31-dec-2024) with global ptc number: (B)(4). The sample status of the ptc was not available and the ptc stated: investigation was updated to include batch number crsp002. Batch # crsp002, synvisc was manufactured on 07jan2022 with expiration date of 31dec2024 packaging (B)(4) kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. There were no in process issues noted during the process. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: this is the 11th complaint for crsp002. There are a total of 13 complaints for mother lot crsp002 and sub-batches. (B)(4) adverse event (B)(4) adverse event (B)(4) adverse event (B)(4) secondary packaging missing unit (B)(4) adverse event (B)(4) adverse event (B)(4) adverse event (B)(4) adverse event (B)(4) adverse event (B)(4) adverse event *(B)(4) adverse event *(B)(4) adverse event (B)(4) adverse event complaints updated from ''unknown'' batch numbers to crsp002. Based on investigation, no CAPA (corrective and preventive action) required. Based on the complaint from intake team, there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without product lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis ''product event handling'' to determine if a CAPA was required. The final investigation was completed on 06-mar-2023 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2023 from the quality department. Ptc details and strength was added. Additional information was received on 17-jan-2023 from the quality department. Batch number was added. Clinical course was updated. Additional information was received on 12-jan-2023 from physician. Case was medically confirmed. History was updated. Outcome, corrective treatment and reporter causality was updated. Expiry date was added. Text amended accordingly. Additional information was received on 06-mar-2023 from quality department: ptc details with summarized conclusion added. Text was amended accordingly.